Event description:
The consumer was leaving her apartment and going through the threshold of the doorway, and does not remember anything until someone from the facility was allegedly helping her off of the floor. No serious injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. Model m51 serial number (B)(4) is approximately 7.5 years old. There was no allegation of a malfunction. The consumer was using the device at the time of the fall. The consumer recalls only passing through a door at the threshold. After that she doesn't recall anything until she regained consciousness. The consumer was found on the floor by a care giver. This MDR was filed based on the consumers fall from the device. The consumer is a (B)(6) female. Her medical condition, stability and medication regimen are unknown. It is unknown if she was wearing a seat positioning strap at the time of the fall. The consumers experience using the device has spanned approximately the past 7.5 years.